Event description:
Related manufacturer reference number: 2017865-2024-69747. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance on the atrial (ra) lead and high pacing impedance on left ventricular (lv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Correction: coding should have been high impedance instead of low impedance.